Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited cine hard disk errors. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated the cine hard disk drive and image database. Saved image data was deleted. The system was tested and found to be working as intended and returned to service.